Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, correction to h6 investigation findings, correction to h6 investigation conclusions. The sapien 3 (s3) valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the s3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailable of relevant imagery and medical record. However, no device problem or manufacturing non-conformance that would have contributed to the complaint was identified during the evaluation. During the manufacturing process, all s3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. Less than severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. In this case, it was reported that -1cc was used during deployment so the valve was under expanded. The under expanded valve could dislodge from the target site (native annulus), resulting in thv migration. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the reported valve migration. According to a technical summary written by edwards lifesciences, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. The technical summary also outlines the instructions for valve preparation handling, and deployment. In this case, valve migrated towards the ventricle resulting in malposition. Per the technical summary, valve malposition may result in the native leaflets hanging over the outflow of the deployed valve, resulting in reduced coaptation of the leaflets and central regurgitation. As such, available information suggests that procedural factors (under expanded valve and thv migration) may have contributed to the reported coaptation issues and central regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, valve migration, central aortic regurgitation, and restricted valve leaflet motion occurred. A 23 mm sapien 3 was implanted with 1ml less than nominal volume. During sheath removal, echo revealed central aortic regurgitation, and the movement of the valve leaflets appeared restricted. Fluoroscopic imaging revealed the valve migrated toward the left ventricle. To avoid further migration, a second valve was implanted. Post-dilation was done and the procedure concluded. The native aortic annulus was reported to have mild to moderate calcification on right coronary cusp, and mild calcification on the non-coronary cusp and left coronary cusps. The aortic valve area was reported as 406.7mm2.

Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.